Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0, and product ID: 9736411, serial/lot: unknown. The system was serviced in the field and hardware parts were replaced. Additional information was not provided. Codes b01, c19, and d15 are applicable. Multiple annex a codes were reported for this event. For clarification, a0902 was coded for the screen going blank and a1102 was coded for the error message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a cranial resection procedure. It was reported that during registration, the screen went blank and they received the following error: "an internal error has occurred and the application must restart", (code: #64). There was no impact to patient's outcome and surgical delay was reported as less than one-hour.

Manufacturer narrative:
Evaluation of the software logs determined there was insufficient information to determine if a software issue occurred. Codes b01, c19, d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.